Event description:
Customer reported he was having issues with sensor readings. Customer stated his blood glucose was in the 40 mg/dl range and sensor was reading in the 300 mg/dl range. Customer declined troubleshooting. Customer stated issues occurred with last order and didn't have any issues with current order. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.